Manufacturer narrative:
The investigation has determined that a retrospective review of econnectivity data for an internal ortho clinical diagnostic investigation found three non-reproducible, higher than expected vitros tropi es results were obtained from three different patient sample using vitros tropi es reagent on a vitros 3600 immunodiagnostic system. Root cause for the unexpected results could not be determined with the information available, however the possibility that an unexpected vitros troponin I es reagent performance or an unexpected vitros 3600 system performance had contributed to the results could not be ruled out entirely. The investigation is ongoing into the performances of vitros troponin I es kit lots >=1710.

Event description:
A retrospective review of econnectivity data for an internal ortho clinical diagnostic investigation found three non-reproducible, higher than expected vitros tropi es results obtained from three different patient sample using vitros tropi es reagent on a vitros 3600 immunodiagnostic system. (B)(6). Biased results of the direction and magnitude observed could lead to inappropriate physician action. It is unknown if the results were reported to a clinician. It is assumed that the unexpected results would have been captured by the facility's delta check. Since the customer did not report these results directly to ortho clinical diagnostics, it is assumed there were no allegations of patient harm. This report is number three of three MDR's for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).